Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There were no defects confirmed by device inspection by olympus other than those reported by initial MDR. Device history record (DHR) review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the damage to the probe unit was caused by external stress on the distal end. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings: the adhesive on the bending section rubber had deteriorated, cracked and peeled. The ultrasound probe unit of the device was damaged and had a deep cut. The angle range of the bending section was out of the standard and there was play in the angulation knob. The engage function of the angulation knob was loose. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the ultrasound probe unit of the device was deeply cracked. There was no report of patient injury associated with this event.